Event description:
It was reported that this right ventricular (rv) lead was experienced migration post implantation. The lead was found during a follow up visit to have perforated through the myocardium at the ventricle apex. Pericardial effusion was also noted. The patient subsequently underwent a surgical intervention to reposition the lead. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was experienced migration post implantation. The lead was found during a follow up visit to have perforated through the myocardium at the ventricle apex. Pericardial effusion was also noted. The patient subsequently underwent a surgical intervention to reposition the lead. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was experienced migration post implantation. The lead was found during a follow up visit to have perforated through the myocardium at the ventricle apex. The patient subsequently underwent a surgical intervention to reposition the lead. No additional adverse patient effects were reported. The lead remains in service.